Manufacturer narrative:
(B)(4)

Event description:
It was reported that" on (B)(6) 2024, the doctor found the dilator tip damaged during used on the patient. The patient was reported as fine post the procedure.

Manufacturer narrative:
(B)(4). The customer provided one image of the damage. The image shows damage to the dilator tip. The customer returned multiple components from a cvc kit, including a dilator, arrow raulerson syringe (ars), introducer needle, catheter, and guide wire for analysis. Signs of use were observed on the dilator. Visual analysis revealed that the dilator tip appeared pinched and folded. The appearance of the defect is consistent with the damage that occurs due to undue force applied during an attempted insertion. The overall length of the dilator measured 100mm, which is within the specification limits of 95.2mm-108mm per the dilator product drawing. The dilator outer diameter measured 2.84mm, which is within the specification limits of 2.82mm-2.87mm per the dilator extrusion graphic. The inner diameter at the distal tip could not be accurately measured due to the damage. The dilator was functionally tested per the instructions for use, which states "use tissue dilator to enlarge tissue tract to the vein as required. Follow the angle of the guidewire slowly through the skin". The returned guide wire was threaded through the dilator and little to no resistance was experienced. Manufacturing and packaging have been previously consulted for complaints involving this failure mode. They stated that the dilators are 100% visually inspected and are measured with calipers to check for such damage. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The report of dilator tip damage was confirmed through investigation of the returned sample. The distal tip of the dilator appeared damaged. The appearance of the deformation is consistent with undue force applied on the dilator during an attempted insertion. The dilator passed all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the customer report that the damage was observed during use, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that"(B)(6) 2024, the doctor found the dilator tip damaged during used on the patient. The patient was reported as fine post the procedure.